Event description:
It was reported that on the day of replacement, the patient was not feeling anything. The patient was told they would feel something when the numbness ran out from the anesthesia. About two weeks later, the patient had tried all 4 programs and was not feeling anything and the programs were ¿not helping one bit.¿ no stimulation sensation and a loss of therapeutic effect were noted. The patient was on program 1 at 7.7v with the lightning bolt showing and they should have felt something. They indicated they felt it with the previous implant when they sat or laid down ¿or something.¿ stimulation was increased as far as it could be at 8.4v. The settings on the previous implant were around 4-5v. No falls or traumas were noted since implant. It was further reported that the patient felt no stimulation with the lead after a full replacement. An impedance test did not show any issues. They turned stimulation up to 8.5v on all electrodes with no change. They put in a new lead and used the old implantable neurostimulator (ins). The patient felt stimulation normally after the lead replacement. The lead would be returned. The product issue was resolved and the cause the issue was not determined. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0s96q, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0s96q, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the tined lead (va0s96q) found no significant anomaly. The lead body was stretched.